Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2016-41241 for insulin pump report.

Event description:
Customer reported via phone call, the insulin pump continued to alarm no delivery continuously for 12 hours. Customer's blood glucose was 590 mg/dl at the time of alarm; customer had to treat with extra syringes. Troubleshooting was performed. The customer was advised to perform a fixed prime and no bubbles were noted at the end of the needle. Customer had changed the reservoir and infusion set two hours ago and the device alarmed again. Customer was then advised to manually push insulin through tubing; customer stated the insulin did exit. Manual prime was performed and no drops were noted at the end of the tubing. Customer was then advised the alarm was caused by an infusion set or reservoir occlusion. Customer was unable to do further troubleshooting, and is not returning the reservoir for analysis.